Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose of 375 mg/dl. No delivery troubleshooting during bolus delivery was gone over and the lack of delivery had been due to the empty reservoir. The customer was provided assistance with completing a set change, following the empty reservoir alert. The customer's blood glucose was tested again and found to be 415 mg/dl and a walk-through of treatment with the insulin pump was provided. Nothing further was reported.